Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. Other relevant device(s) are: product ID: 9735762, software version #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the tool card was able to show a cad model, however, when the site goes to navigate with the projection, the projection is off at about a 35 degree angel and doesn't follow the model. The site had to refrain from using the probe and grabbed another instrument to proceed with the case. Technical services (ts) was able to replicate the issue and the projection doesn't follow the cad model and is about 45 degree angle or so from the tip of the model. They tried to add/remove the tool cards but did not resolve the issue. There was no delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
Software analysis determined that the issue is consistent with a known software issue. The user stated in this case that the projection was incorrect. It is actually the cad model that is misaligned and the projection is "correct". If information is provided in the future, a supplemental report will be issued.